Manufacturer narrative:
Complaint conclusion: as reported, the inventory manager of the account has alerted the sales rep that a 5f jr4 infiniti catheters distal portion (from the secondary curve) got disconnected, separating that portion from the entire catheter during prep. Another infiniti catheter was used to complete the procedure. There was no patient injury. The intended procedure was a transcatheter aortic valve replacement (tavr). For the procedure, an infiniti diagnostic catheter was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was stored, handled and prepped according to the instructions for use. There was no difficulty removing the device from the packaging and no issues noted. Once the catheter was flushed and laid on the table, they noticed that the distal part come off. The device was not kinked/bent at the location of separation. Excessive force or torquing was not used while handling the catheter. The product was not used in the patient. Another catheter from the same product code was used to complete the procedure. The lot number was not recorded as the package was thrown away. However, the same items on the shelf in that room have lot #17274842. There was no patient injury. A non-sterile cath f5 inf jr 4 100cm diagnostic catheter was received for analysis coiled inside a plastic bag. The catheter was received separated in two pieces at the tip to the body fuse area. (The tip was received inside a small package bag). Per visual analysis, separation edges on both received pieces show elongated areas (catheter body shows elongation on distal end as well as braid wire demarcations and the intermediate tip shows elongation on the proximal end as well as internal braid wire marks). No other anomalies observed. The received separated catheter¿s body and tip outer diameter and inner diameter were measured near the fuse separation areas and results were found within specification. Functional analysis was not conducted because no sterile units were returned to perform pull test. A meeting was held with pet in order to review the complaint unit. The pet review concluded that the separated complaint pieces showed an excessive force applied. It was decided to send the unit to sem analysis to confirm/ discard elongations presence. An sem analysis was performed on the received pieces of unit with the following results: the surface that overlaps the catheter body (countersink) shows the marks of the catheter body braid wire as expected. According to the observed conditions, it can be concluded that the catheter tip was fused to the catheter body at a certain time. The elongations present suggest evidence of a plastic deformation as a product of an application of a tension force that induced the separation. Review of lot 17274842 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿catheter (body/shaft) - separated¿ was confirmed due to the separated condition in which the product was received. The exact cause of the reported event could not be conclusively determined. However, as per product and sem analysis, procedural factors, such as evidence of elongations and torsion conditions that could be related to pulling or stretching, might have contributed to the reported event. According to the product instructions for use, users are cautioned in order to prevent damage to the catheter tip during removal from the package, grasp the hub and gently withdraw the catheter. Neither the DHR review nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device has been returned for analysis; but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the (B)(6) of the account has alerted the sales rep that a 5f jr4 infiniti catheter's distal portion (from the secondary curve) got disconnected, separating that portion from the entire catheter during prep. Another infiniti catheter was used to complete the procedure. There was no patient injury. The intended procedure was a transcatheter aortic valve replacement (tavr). For the procedure, an infiniti diagnostic catheter was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was stored, handled and prepped according to the instructions for use. There was no difficulty removing the device from the packaging and no issue noted. Once the catheter was flushed and laid on the table, they noticed that the distal part has come off. The device was not kinked/bent at location of separation. Excessive force or torqueing was not used while handling the catheter. The product was not used in the patient. Another catheter from the same product code was used to complete the procedure. The lot number was not recorded as the package was thrown away. However, the same items on the shelf in that room have lot #17274842. There was no patient injury.